Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore no analysis could be performed. The manufacturing records for top assembly batch 7047503 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties experienced during the procedure could not be determined.

Event description:
Clinical study. Same case as MFR# 600089-2006-02032. It was reported that 405 days post index procedure, the patient experienced a myocardial infarction (mi) and a target vessel revascularization (tvr). The index procedure treated a de novo lesion in the mid left anterior descending (lad) artery. The lesion mid left anterior descending (lad) artery. The lesion was 2.6 mm wide, 30 mm long, and 80% stenosed. There was severe calcification as well as mild tortuosity. The physcian used a rotational atherectomy device prior to predilating the lesion. Two taxus express2 stents were then placed; a 2.75 x20 mm and a 2.5 x 24 mm. The stents overlapped by 2 mm. Residual stenosis was 10% post procedure. The patient received an unspecified gpiib/iiia inhibitor during the procedure. The patient was discharged one day later on aspirin and plavix. On day 405, the patient had an anterior q-wave mi. Enzymes were consistent with an mi as well. The patient underwent plain old balloon angioplasty and coronary artery bypass graft that same day for diffuse proximal edge in-stent restenosis. The event resolved 10 days later and the patient was discharged. In the opinion of the physician, there is a probable relationship between the mi and tvr and the taxus stent/target vessel.